Manufacturer narrative:
Per additional information received from customer, that there was no allegation against the product. Hence bd has determined that this MDR event is not reportable. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheters had too much adhesive. Per additional information received via follow-up on (B)(6) 2022, it was stated that the patient was not having any issues with the male external catheters and did not remember making a complaint in regards to them at all. Customer was very happy with the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheters had too much adhesive.